Manufacturer narrative:
(B)(4). Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) female patient having a seizure, the device displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's activity log but not on observed during testing of the device during the investigation. The device was put through extensive testing without duplicating the reported malfunction. The device's processor/bridge/pace board was replaced as a precaution. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.